Event description:
Approx ten years postoperatively, the valve was explanted due to an aortic aneurysm. The valve was replaced with a composite aortic valve (model unk, s/n unk). The valve was sent to pathology at the hospital and then returned to the pt.